Event description:
Claimant's attorney made a claim against dexcom that alleges on or about (B)(6) 2025, the patient suffered serious medical complications, which he continues to experience, and required immediate and emergent medical treatment due to a malfunction of his dexcom g7 receiver. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Dexcom's legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom's legal counsel has requested further information from the claimant¿s attorney.